Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started, motor spiked followed low flow that triggered auto suction response and suction alarms. Motor current spike greater than 1500 ma was found. Logs also showed at the end of the case, high motor current #13 pump stop alarm. Pump stopped and could not restart after multiple attempts. High flows of 3 l/min at lower p-level before pump stop was seen. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. The biomaterial was likely expelled during support when pump was removed. Based on clinical description and data review, the root cause of low flow was most likely biomaterial ingestion. The root cause of pump stop was most likely biomaterial ingestion. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the following sections: section: using the automated impella controller with the impella catheter section: using the automated impella controller with the impella rp with smartassist system catheter. Added- d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report. H5 changed to yes.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to decompensating. After the implant, the impella was turned on auto, but the flows dropped from 3.1 to 2.1. The motor current flattened and suction was present. Suction continued and flows dropped below 1. The pump was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿